Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to blower temperature monitoring. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device and device data logs were not returned to resmed for an investigation. Based on all available information and complaint investigations of a similar nature, the investigation determined that the root cause was contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to blower temperature monitoring. It was reported the patient required manual ventilation. There was no patient harm or serious injury reported as a result of this incident.